Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation within the marksman catheter. It was pushed out of the catheter with some difficulty. The pushwire was found to be detached at the distal hypotube proximal to the wire weld. The distal end of the pipeline was found not opened due to damaged braid. The proximal end of the pipeline was found opened with damaged braid. Cross sectional analysis of the broken surface area of the pushwire could not determine the failure mode due to corrosion.

Manufacturer narrative:
The device has been received and the evaluation is in progress. A supplemental report will be submitted once the evaluation is complete. The lot history record was reviewed and quality discrepancies were found that may have contributed to the reported experience. Note: there is a warning in the pipeline flex instructions for use that states "resheathing of the pipeline¿ flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid." (B)(4).

Event description:
Medtronic (covidien) received a report stating that during deployment after the carotid bifurcation, the distal segment of the pipeline flex (ped-500-14) could not be opened and the distal part of the pushwire broke as the physician attempted to open it. The internal carotid artery (ica) anatomy was tortuous with 2 segments of 180 degrees turns. The pipeline, broken pushwire, and marksmen catheter were all removed from the patient. Another device was implanted in the patient with no complications. It was reported that the physician attempted to open the pipeline by resheathing it three times in a 15mm segment before hearing a click. Upon removing the entire system, the pushwire was found to be broken and the distal part of the stent was damaged. The pushwire was also reported to be broken at the distal segment. No broken pieces remained in the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.